Manufacturer narrative:
Evaluation summary: the reported condition of failure code 16:310:903:0002 was confirmed, but could not be duplicated during evaluation, therefore no corrections were made to the device.

Event description:
The facility reported a pump with failure code 16:310:903:0002. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.